Manufacturer narrative:
D4. Medical device lot#: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown b3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the paxgene® blood ccfdna tube according to the temperature guidelines outlined in the instructions for use, potential release of gdna can occur. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 report and 7 photos were provided for investigation. The report and photos were reviewed and the indicated failure mode for poor plasma was observed. Complaints for sample quality are under statistical control for the month of august 2024. At this time, further testing is not indicated. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode poor plasma. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the paxgene® blood ccfdna tube according to the temperature guidelines outlined in the instructions for use, potential release of gdna can occur. There were no health consequences or impacts reported.